Event description:
It was reported the patient is experiencing a needle-like sensation in his ipg pocket site and left heel. The sensation is felt with stimulation turned on and off. The patient also reported a significant weight loss since implant and advised that he feels discomfort at the ipg site when he lays on it. The manufacturer has attempted to obtain a status update regarding the next course of action for the patient; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.